Manufacturer narrative:
The initial medwatch report indicates: event date ¿ (B)(6) 2018. The initial medwatch report should indicate: event date ¿ (B)(6) 2018. Additional information: the customer later responded to physio-control's requests for additional information. The customer provided the following information: the patient was a (B)(6) year old male who survived.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This occurred when monitoring the patient. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control has attempted to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
Section a3 gender of supplemental 001 medwatch report indicates: blank section a3 gender of supplemnetal 001 medwatch report should indicate: male.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This occurred when monitoring the patient. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control has attempted to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio observed that the customer's batteries that were installed in the device were dated (B)(6) 2013 and (B)(6) 2015. It was also noted that one of the batteries had a brown substance on the positive battery contact. The same substance was found on the positive battery pin in battery well 1. Physio replaced the batteries and cleaned the battery wells. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This occurred when monitoring the patient. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control has attempted to contact the customer for further information on the event and patient, but has been unsuccessful.